Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the "cutting wire snapped." It was reported that the cutting wire was broken. Additionally, no part of the cutting wire detached and fell into the patient. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned truetome 39 was analyzed, and a visual evaluation noted that the cutting wire was not broken but it was blackened. The distal pierced hole (tome's extrusion) was torn which displaced the cutting wire anchor from its original position and the wire anchor is still within the catheter. These findings were consistent with the findings when the device was observed under magnification. No other problems with the device were noted. The reported event of cutting wire break was not confirmed. Upon analysis, it was found that the distal pierce hole was torn. Based on the condition of the device, the problem found could have been caused by submitting the catheter to tension forces during the handle actuation, also bowing the device without being completely out of the scope can lead to tearing and displacing the cutting wire anchor from its position. The wire being blackened could have been due to interaction with the tissue while current is applied during the use of the device. The cutting wire was not broken. Based on all gathered information, the most probable root cause of this complaint is no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the "cutting wire snapped." It was reported that the cutting wire was broken. Additionally, no part of the cutting wire detached and fell into the patient. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.